Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced infection at implant site leading to extrusion of the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.